Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd eclipse¿ needle during the incoming inspection of bd eclipse needle (supplier lot number 7176189) the pfizer rochester site found an unsealed needle packet. Per the rochester incoming inspection this is considered a critical defect and the inspection lot is rejected. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one actual sample and four representative samples from the customer in support of this complaint. Open seal was observed on the actual sample and the packaging of 4 representative samples were found to be intact. The actual sample was subjected to further evaluation. A tiny hole was observed on the bottom web film. DHR ¿ no abnormality and qn was reported during production. Conclusion: the tiny holes on the bottom web film caused shallow pocket during the forming process. The hole caused the vacuum loss and the pocket failed to form properly. Manufacturing record has been reviewed, there is no damage on the forming surface which could cause the nonconforming on the bottom web. No qn was raised for open seal. The nonconformance found on the bottom web could be probably originated from the raw material.